Event description:
It was reported that the patient passed away. The cause of the patient's death is not known. Further information was requested but not received.

Event description:
It was reported that the patient passed away. The cause of the patient's death was cardio-respiratory arrest. Further information was requested but not received.